Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that insulin was squirting out of the tubing during prime with no number counting up and no compromised force sensor alarm. She also reported that she had to change the battery 5 times. She received a failed battery test alarm with the first one and then had to change it four more timed to be able to turn the insulin pump on. Blood glucose value was 280 mg/dl. Nothing further reported.